Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. I asked customer if he is experiencing symptoms of high/low blood sugar, customer stated he is not and that he is feeling well. Customer stating his concern is about what result to trust due to he has to adjust insulin and the meter is reading erratic. Customer stated his normal blood sugar range of reading is between 90-130 mg/dl fasting, and within two hours after eating 140-150 mg/dl. Back to back blood test was performed during the call non-fasting and produced a result of 181 mg/dl and 177 mg/dl. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is (B)(6) 2016. Customer stated he is on insulin to manage her diabetes. The meter memory was reviewed for previous test result history: (B)(6).